Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data analysis: on the complaint date, (B)(6) 2023, console ic8398 received the placement signal not reliable (snr) alarm, which confirms the reported failure mode. Though the snr was low during the case start. Device analysis: the console was tested on an engineering lab bench. Reproduced the reported issue ¿placement signal not reliable (optical signal-to-noise ratio) ¿ alarm¿ after 2 minutes and 6 seconds since the pump started. Obtained a fringe pattern with and without a pump connection that had a spike, which confirms the defective optical bench. Also found the front panel optical connector with debris. The root cause for the placement signal not reliable alarm was due to a defective optical bench. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The customer reported that the device exhibited optical sensor issues. The pump was not removed. Care was withdrawn per the family's required and the patient died.